Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked and received no delivery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis

Manufacturer narrative:
(B)(4). On (B)(6) 2021. The customer reported that the insulin pump had an insulin flow blocked alarm. The customer also reported that the insulin pump had a crack. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a pillowing keypad overlay. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to verify insulin flow blocked alarm and perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump history file/traces download was successful using thus. There was no delivery alarm/insulin flow blocked alarm recorded in the formatted history file/long trace file and detail trace file before, after and on the event date: (B)(6) 2021. The insulin pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured (22.8 mv) and within spec range. The motor was tested outside of the device and passed. Failure analysis summary: the insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube. Unable to verify insulin flow blocked alarm on the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.